Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, the patient was going to undergo a proximal femur fracture reduction with fixation with the tfna cephalomedullary nail. When the surgical technician requested the olivate guidewire to be slid through the intramedullary canal, he was told that the guidewires were contaminated, for which reason it had to be sent for sterilization, and he had to wait approximately 1:30 hours while they came out of the cycle. Reviewing the images after surgery, the cephalic element was left outside the nail towards the back, for which the patient must be taken for reoperation 4 days later again for a removal of material and new reduction and fixation with an intramedullary nail. This report involves one 10mm/130 deg ti cann tfna 400mm/left - sterile. This is report 1 of 2 for (B)(4).